Event description:
It was reported that the system would not display an image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply. The system operates as intended.